Manufacturer narrative:
Com- (B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.